Event description:
A report was received that a pt had difficulty charging her implantable pulse generator (ipg). The pt had a pocket revision in 2009, to move the ipg closer to the surface. The pt is reportedly doing well and is able to fully charge her ipg.

Manufacturer narrative:
This is the final report.